Event description:
During a laparoscopic appendectomy on the second firing of the ez35b across the appendix the staple line opened up and allowed feces to enter the abdominal cavity. This occurred with a reload. The case was converted to open and the staple line was oversewn. The peritoneum was lavaged. The original cartridge and one eru35 reload unit, lot #j42n8p, are being returned for analysis.